Event description:
Report received of an undocumented number of "burst" extension sets when used with power injectors. No specific pt info was provided, but it was reported that pt's were requiring unspecified CT studies with power injection. The pt's had peripheral angiocatheters connected to extension sets. The power injector tubing was connected to the extension sets. The power injector was set to inject 125cc of contrast, and depending on the specific study the contrast was injuected at anywhere from .5cc - 2.5cc/second. It was reported that the extension sets "burst" within the first few seconds of the start of the injection. There were an undocumented number of insignificant amounts of bleedback. Extension sets were replaced, and the studies resumed with no further incidents. There were no reports of adverse pt effects. Additional info was requested, but no further info was provided.